Event description:
Same case as MFR report # 6000089-2007-01719, # 6000089-2007-01720, and # 6000089-2007-01722. It was reported by the patient that following a coronary artery drug eluting stenting treatment procedure a rash, chest pain, fever and gastrointestinal symptoms occurred. The patient had a 2.5x12mm taxus express2 drug eluting stent (des), a 3.5x12mm taxus express2 des, a 3.0x16mm taxus express2 des and a 3.0x12mm taxus express2 des implanted to treat an unknown lesion. Four days later, the patient developed a rash on his face that "comes and goes". The rash "itches" and is more noticeable "around his eyes". The pt has also experienced "pronounced stomach pain and gi symptoms, including passing blood" since stent implantation as well as chest pain. The pt also reported a "low grade temperature of 100 degrees for 2 weeks". The pt has been evaluated by his cardiologist and has been referred to an allergist. Repeated attempts to request add'l info have been made, but no info has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specs at the time of its release to distribution. The root cause of this event is unknown.